Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-13108 and 1627487-2013-13119. The pt had two leads from two different lot numbers, reporting on both leads. It was reported the pt was experiencing uncomfortable stimulation in his right arm and ribs. It was also reported the pt stopped using his scs stimulator. X-rays identified the pt's leads had migrated. A sjm rep reprogrammed the pt and was able to get stimulation balanced between the pt's right and left side. Follow-up information identified the pt's leads were repositioned. During the procedure, the physician opted to replace the pt's ipg with a new ipg and relocated the ipg pocket to the left hip. Intraoperative testing confirmed coverage of the pt's pain areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.